Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Event description:
It was reported that the insulin pump alarmed no delivery during a manual prime, followed by a motor error alarm. The blood glucose reading was 260 mg/dl, which was treated with manual injection. The customer stated that she received the no delivery alarm after she had changed her insertion site, but the issue had not been resolved. She noted that she had high blood glucose upon waking up to the no delivery alarm. She requested to return the infusion set and reservoir for analysis. She advised that the no delivery alarm was resolved by an infusion set change later, but since the device had alarmed motor error, she was advised to replace the insulin pump. She noted that the motor error occurred during a bolus attempt. She then reported that the insulin pump alarmed no delivery once more after the motor error alarm. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.